Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. The cause of the reported alarm was due to a disconnection between a supply bag and supply line. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. The hp noticed that a bag had disconnected (without falling). The technical service representative (tsr) instructed the hp to cycle the power on the hc in order to clear the alarm. The tsr and hp discussed the use of manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.